Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2020-09071, 2017865-2020-09078, 2017865-2020-09138, 2017865-2020-09140. It was reported the patient presented in the hospital with infection. The patient's implantable cardioverter defibrillator system was explanted. The patient was stable.